Event description:
This report is being filed upon notification from our x-ray manufacturer in (B) (4) to submit this event. Problem: pt was having a x-ray/cs angiogram procedure. The system would not expose during contrast injection.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.